Event description:
A customer called adc customer service to receive assistance in setting up and using her adc meter. During troubleshooting, it was identified that as a result of not knowing how to properly use her meter she felt "light headed" and subsequently lost consciousness while in her car. She stated she drank water however, no third party medical intervention or diagnosis was reported. Customer has since been educated on the proper set up and use of her meter. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As this complaint involved a training issue, no product investigation is required. Customer has since been properly educated on the use of her adc meter. The meter's manufacture date is not known, (B) (4).